Manufacturer narrative:
Based on the review of the batch documentation conducted, lenstec can confirm that all procedures in the manufacturing and packaging of the devices were conducted correctly. Additionally, we have not received any other complaints from these batches. Furthermore, lenstec cannot comment on the suitability of the injector and cartridge used and therefore recommends the user follow the directions for use to ensure the correct implantation of the lens.

Event description:
Lenstec received an email stating " haptics began to fold onto optic". The incision was not enlarged to remove the iol and there was no patient injury. Lens discarded at facility.